Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the system controller, user interface and therapy pcb assemblies. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the returned pcb assemblies in the failure analysis center. It was determined that the cause of the lockup condition was caused by a shorted integrated circuit chip, designator u61 from the system controller pcb assembly. Additionally it was observed that a filter, designator fl29 from the therapy pcb assembly was found to be open (cracked) which caused the observed event codes. The cracked filter also caused the device to only have the ability to deliver the negative portion of the biphasic waveform.

Event description:
The customer reported that their device had its service indicator illuminated and had logged multiple event codes. The customer also reported that the device locking up and resetting on its own. There was no report of any patient use associated.